Event description:
It was reported that during the farawave procedure for paroxysmal atrial fibrillation, the catheter and sheath were prepped. After doing the left inferior pulmonary vein lipv and left superior pulmonary vein lspv in the normal way, in the right inferior pulmonary vein ripv there was a spline inversion and not able to find the right position. At one point the physician mentioned they were unable to get his catheter back into the sheath. At first it was believed there was tissue in the catheter, but the physician said it was not the case since they were able to move the catheter and sheath still. Tried different things (going from flower to basket and back into the sheath, but nothing worked, the catheter was not able to be pulled back into the sheath). The physician did not want to finish the case with the current sheath and catheter. The physician also mentioned that he was not able to turn the sheath in a proper way. The physician pulled everything to the right and used a second incision (which the physician uses as a back-up for the cs) to enter a new sheath and catheter (and left the other one in place). Eventually, after the ripv and right superior pulmonary vein rspv were ok, both systems were pulled. This was when it was noticed that the guidewire was broken and stuck. The guidewire as stuck inside the splines and that was the reason not able to pull back the catheter into the sheath. The guidewire was not able to be removed from the catheter, as there was also a big kink in the guidewire. There was no tissue seen at the tip of the catheter or guidewire. No patient complications occurred. Media was provided for review.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.